Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient 's treatment the cardiosave intra-aortic balloon pump (iabp) equipment repeatedly failed to produce counter pulsation. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.